Event description:
It was reported that there was an infection with an implantable neurostimulator (ins) device. There was redness, which began at back incision site and progressed to pocket. There was purulent drainage from the back incision site. The entire spinal cord stimulation system was explanted. Cultures were taken from both the device pocket and the back incision site, but the results are unknown. Antibiotic treatment was administered. It was reported that the patient had "no injury or adverse event." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.